Event description:
A consumer reported that his vision is not very good following intraocular lens (iol) exchange. The consumer indicated that recovery has been very slow and his vision is correctable with glasses. The consumer was told by the surgeon "it was due to the procedure to remove the initial lens was very invasive." Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second lens. The report for the initial lens was previously filed under MFR report# 1119421-2012-00071.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 1/26/2012 and 2/1/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).